Event description:
It was reported that the anesthesia system failed the manual ventilation leakage test and flow transducer test during the system checkout. According to the logs, several alarms indicating a high airway pressure situation had been generated prior to the system checkout. There was no patient harm. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. On-site investigation by our field service engineer (fse) revealed that the patient cassette was not functioning correctly. Replacement of the cassette resolved the issue. The replaced component was retained by the customer, preventing further technical evaluation. A complete set of device logs was received. Analysis of the logs indicates that prior to and during the event, the sco was unsuccessful, yet the system continued to be used in clinical operation. The logs also show that the system generated multiple alarms, including: airway pressure: high, peep: high, high continuous pressure, airway pressure sensor error, apl pressure exceeded, and ventilation control error. The specific cause of the alarms could not be determined.